Event description:
It was reported that the compressor went into auto standby mode during ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the compressor went into auto standby mode during ventilation and also alarmed for high temperature. Our field service engineer investigated the device on site and solved the issue by replacing the stand by valve and the thermoelectric cooler. After the replacement, the unit passed all performance and safety tests according to factory specifications, returned to customer and cleared for clinical use. The returned parts have been installed in a compressor. The compressor has been connected to another machine for testing. There was no abnormal found during ventilation for 24 hours. The compressor did not stop and no alarms were active. A visual inspection noted that the thermoelectric cooler was dirty, which may affect the cooling process. However, it was not possible to reproduce any problem. Therefore, no root cause can be determined.